Event description:
It was reported that this right ventricular (rv) lead was capped during generator change out procedure for low r-wave amplitudes. Another rv lead was successfully placed. No additional adverse patient effects were reported outside of replacement.